Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified below-knee vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation; however, during the first inflation at 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient injuries reported and the patient condition was good post-procedure.